Event description:
It was reported that while the pump was in use "the strip chart recorder did not work and print." The strip recorder was checked and restarted; however, it still did not work. As a result, the pump was exchanged. There was no reported harm to the pt. Add'l info rec'd by arrow (B)(4) stated "on 12/03/209, the pump was sent to the customer service center for repair and checked by the technical staff. The strip chart recorder and a recorder cable were exchanged for a test. At that time, our technical staff noticed the strip chart recorder had some malfunction. The tech staff does not know why the strip chart recorder malfunctioned."

Manufacturer narrative:
(B)(4). Device will not be returned for eval.